Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the implant site. Further damage to the reference electrode, likely caused by excessive mechanical stress to the implant site was found. This is an initial-final combined report.

Event description:
The recipient has been re-implanted.